Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) regarding a disconnected black coupler that was on the line that goes from the sample diluent bottle to the integrated multi-sensor technology (imt) rotary valve. The customer reconnected the tubing, after which the issue was resolved. The cause for the discordant, falsely elevated potassium (k) result is attributed to the disconnected coupler. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated potassium (k) result was obtained on a dimension exl 200 instrument. The result was reported to the physician(s) who questioned it. The sample was repeated on an alternate instrument, resulting lower. The repeated result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated k result.